Manufacturer narrative:
Product ID 3389s-40, lot# va0958t, implanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# va0958t, implanted: 2013 (B)(6); product type lead product ID 37603, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Product ID: 3389s-40, lot# va0958t, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information was received that indicated the patient developed a left frontal abscess that involved the left lead. It was noted that a computed tomography (CT) scan of the head was performed without contrast first on (B)(6) 2013 and again two days later. Another CT scan of the head with or without contrast was done three days after this. The left lead was explanted on (B)(6) 2013, and surgical debridement was performed. An MRI of the brain with or without contrast was done another two days later. No results from these imaging studies were provided. No cause for the event had been determined and it remained unknown whether the event was device related. It was indicated that the patient's outcome was unknown, but also that they were "stable from a motor standpoint." It was reported, however, that the patient had cognitive changes that the healthcare provider stated may be due to the event or due to the progression of the patient's parkinson's disease.

Event description:
It was reported that the deep brain stimulator patient had developed a brain abscess after having deep brain stimulator surgery the year prior to the date of this report. It was unknown if it was related to the system or not. It was unknown when the abscess had started to develop or if any part of the deep brain stimulator system was removed or not because of the abscess. The patient was scheduled for a stage 1 re-implant of the lead on (B)(6) 2014 and stage 2 on (B)(6) 2014. No interventions or outcome were provided regarding the event. Further follow-up is being conducted to obtain the information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2014-17664.